Event description:
A portion of the leopard cage broke during insertion. The broken fragment was removed and the surgeon left the remaining portion of the cage in the body. There was no pt injury reported as a result of this situation at this time. A possibly comromised implanted was left in the body and could require surgical intervention in the future.